Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached end of life (eol) after approximately 11 months of service. A guidant technical services (ts) consultant recommended explanting this device, due to concerns of premature battery depletion. To date, there have been no reported patient symptoms associated with this clinical observation.